Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The company representative was able to replicate the reported issue. The reticle and aberrometer were re-aligned to address the issue. The system was tested and found to meet product specifications. The root cause of the reported event is attributed to reticle misalignment. How or why the reticle became misaligned cannot be conclusively determined. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that system had difficulty in measuring the eyes during cataract surgery.